Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2019-110958. Is being retracted as it is a report duplication. 1818910-2019-110958 will be kept for investigation.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a knee revision the threaded headed pin was drilled thru the cutting block and the distal augment. The pin is still stuck in the block was surgery delayed due to the reported event? No. Were fragments generated? No.